Event description:
Smiths medical has informed us of an event of leakage through the cuff after in use for one day. The tube was removed and checked in water. A pinhole was found in the upper part of the cuff. The prod was tested before use and orally inserted in the pt. No adverse outcome.